Event description:
Pt complained of urinary drainage bag tubes being kinked and causing backup of his urine drainage product is urinary drainage bag bard #153504. Sent him a new supply of the same item and have not had the problem reported again. We do not have info on specific lot of product. Dates of use: (B)(6) 2014.